Event description:
Additional information received reported that the left side was not working and the left implant was currently off. The patient only had the right implant on and was going to be followed up on ¿in another month.¿ the reporter was not informed on how long this had been going on.

Event description:
It was reported that the patient's symptom control was poor following a neurostimulator replacement. The patient also experienced right body cheek and shoulder pulling, and an intermittent shocking sensation in the cheek area that began after the replacement. Palpation of the device did not reproduce the sensation. Impedance measurements were within normal range. Before the replacement the patient was programmed at 1.5v / 60pw / 135hz / c+/2- and was getting great control. After the replacement the patient had two programs, program 1 at 1.0v / 120pw / 125hz / c+/0- and program 2 at 1v / 60pw / 125hz / c+/1-. The patient was reprogrammed to 2v / 120pw / 125hz / c+/3- and was experiencing better symptom control. Additional information has been requested, but was not available as of the date of this report. Refer to MFR. Rep. # 3004209178-2012-02877.

Event description:
Additional information received reported that the patient's right side implant was on, but was not doing much for the tremor on the left side of her body. At the time of the report the patient was trying different medications and decided not to undergo surgery because her second referral informed her that the surgery could make her condition worse.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3387-40, lot # j0301120v, implanted: (B)(6) 2004, explanted: na; extension model 748251, serial # (B)(4), implanted: (B)(6) 2004, explanted: na.